Manufacturer narrative:
D4 - serial #: (B)(6). D9 - date returned to mfg: 05-jan-2026. H3: one device was received for analysis. Service history review identified that the device had not been in service for the past 12 months. The customer issue could not be confirmed as the occlusion detection pressure was measured and was within specifications. No device problem was identified. The problem was addressed by recalibration, and the device passed all functional and delivery tests performed after repair activities were completed. H4 - device mfg date: 29-sep-2022.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the occlusion alarm may not be functioning correctly. It activates during cassette changes on this unit but fails to activate on another unit using the same procedure. No previous repairs were noted within the last 12 months. No physical damage or defects noted on device. Review of event history log was able to confirm the customer¿s reported issue of a continuous occlusion alarm. Device passed all functional and accuracy testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the occlusion alarm may not be functioning as intended. The alarm activated during cassette changes on one unit but did not activate on another unit when the same procedure was performed. The event occurred during patient use, and no patient harm or adverse event was reported.